Event description:
It was reported that the patient complained of tightness in the chest and shortness of breath on (B)(6) 2017. The patient was evaluated in-clinic and upon interrogation, the right ventricular lead exhibited loss of capture; lead dislodgement was suspected. The patient was scheduled for a lead revision on (B)(6) 2017. The lead was successfully repositioned. The patient was stable post procedure. During the follow-up visit, the interrogation had shown normal lead capture.